Event description:
It was reported that the customer had a button error alarm on his insulin pump. The customer's blood glucose level was 180 mg/dl. Customer stated that he went overboard from his ship to retrieve an object that fell into the sea. Customer still had the pump on. Customer mentioned that the pump had some scratches on the screen. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad traces. Moisture damage was found on electronic and motor assembly. No button error alarm noted. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.